Event description:
Implant failed, cause unk. One person affected.

Manufacturer narrative:
A device history review was conducted and no deviations were found. The returned implant was evaluated and found to meet specs. No med history, which can indicate whether any pt hlth issues are involved, has been rec'd. The implant is not believed to be the cause of failure.